Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer did not have alternate insulin therapy available and contacted the healthcare provider to obtain alternate insulin therapy.